Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a captiflex extra small oval snare was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure a total of six polyps were identified, located in the cecum and transverse, descending and sigmoid segments. Some of the polyps were removed successfully, however, the snare reportedly failed to cut through the stalk of the polyp in the descending colon. The connections were checked on the non-bsc generator and active cord and a second attempt was made to remove the polyp, but the snare still failed to transmit current. The device was removed, and a second captiflex snare was then used to remove this polyp and all subsequent polyps successfully. Two hemostasis clips were placed at the descending polyp site to resolve "continual" bleeding. It was reported that the patient normally takes coplavix, but had ceased five days prior to the procedure. The physician did not believe the coplavix to have contributed to the bleeding. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results visual evaluation of the complaint device found that there was a kink in the catheter and the wire. The device passed the electrical test, which was done in order to verify the electrical resistance, and it was found within manufacturing specifications. The complaint was not confirmed. It is most likely that procedural or anatomical factors encountered during the procedure could have caused the kink found in the wire and catheter; however after analysis the unit did not show any evidence that could have contributed with the event reporter by the customer. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4) for the reported event of wire loop failure to cut. (B)(4) for the reported event of wire loop failed to deliver energy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a captiflex extra small oval snare was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure a total of six polyps were identified, located in the cecum and transverse, descending and sigmoid segments. Some of the polyps were removed successfully, however, the snare reportedly failed to cut through the stalk of the polyp in the descending colon. The connections were checked on the non-bsc generator and active cord and a second attempt was made to remove the polyp, but the snare still failed to transmit current. The device was removed, and a second captiflex snare was then used to remove this polyp and all subsequent polyps successfully. Two hemostasis clips were placed at the descending polyp site to resolve ¿continual¿ bleeding. It was reported that the patient normally takes coplavix, but had ceased five days prior to the procedure. The physician did not believe the coplavix to have contributed to the bleeding. The patient's condition at the conclusion of the procedure was reported to be good.